Event description:
It was reported "I am a fam med doc who is inquiring for my patient who had depuy "metal on metal" hip replacements, years ago, and now has very high levels for cobalt and somewhat elevated for chromium. My patient has an appt with the original surgeon to discuss options, however, they prefer not to do a revision and want me to inquire with j&j about any available treatments that can be offered to them to "clear his blood of these toxins"? Also, I'm not sure if I chose the correct product above." Affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.